Event description:
It was reported that: "patient underwent bronchoscopy due to a tumor in the bronchial region. The rci connector described was used for this. During the bronchoscopy, the connector had to be disconnected from the tube due to mucus obstruction. During disconnection, the connector broke apart at the point where the angled part of the connector joins the tube. The connection point of the adapter to the tube could then not be detached from the tube, meaning that the patient had to be reintubated in an emergency. The saturation (spo2) fell to 69%. Unfortunately, the tumor cavity opened and broke into the bronchus (left upper lobe). After reintubation, the collapsed tumor had to be stabilised using a balloon. Patient then underwent his planned operation (partial lung resection)." Additional information: "the patient died as a result of a lung operation, no correlation with the event."

Manufacturer narrative:
(B)(4) .complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.